Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Two reported incidents that patients have tested positive for staph infection after surgery. Both patients had surgery performed at same facility. Lyoplant was used on both patients. See medwatch 2916714-2016-00192 for additional incident.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably patient related. Rational: no causality between the products and the mentioned issue can be found. An infection of the patient that had already existed before the surgery cannot be excluded. No CAPA is necessary.